Event description:
Information was received from a trial patient in basic evaluation. It was reported that she went to the hospital due to her bad asthma and was being kept there until at least monday. Patient stated she was now going so frequently due to IV fluid and now she felt as though she was not empty her bladder all the way. The issue was not resolved at the time of the report. A day later, it was further reported that patient was still in the hospital but was leaving today. It was indicated that the voids had increased due to hospital fluids and medications. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.